Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that atrial lead exhibited over-sensed noise leading to inappropriate mode switches. No intervention was performed. There were no patient consequences.